Manufacturer narrative:
B3: date of event: event date is unknown and was approximated to (B)(6) 2020. E1: initial reporter phone: (B)(6). Device eval by manufacturer: the device returned to boston scientific consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed catheter shaft damage in the form of kinks/buckling. The location of the damage starts at the distal end of the infusion sheath and goes to approximately 19.5cm from the tip. The device showed a burst infusion sheath 56.7cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the shaft of the catheter ripped and the device stopped aspirating. A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat popliteal stenosis. During the procedure, after three minutes of use, the shaft of the catheter ripped approximately 5cm above the rotational tip. The device stopped aspirating. The procedure was successfully completed with another jetstream catheter. No patient complications were reported.

Manufacturer narrative:
Date of event: event date is unknown and was approximated to (B)(6) 2020. (B)(6).

Event description:
It was reported that the shaft of the catheter ripped and the device stopped aspirating. A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat popliteal stenosis. During the procedure, after three minutes of use, the shaft of the catheter ripped approximately 5cm above the rotational tip. The device stopped aspirating. The procedure was successfully completed with another jetstream catheter. No patient complications were reported.